Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test and a slightly loose drive support disk. The pump was received with a minor scratched lcd window, a scratched reservoir tube window, cracked battery tube threads, a broken reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 350 mg/dl during the incident. Customer used novolog and lantus insulin and pump to treat. Customer received a no delivery alarm during a fill cannula when he was changing out the infusion set and reservoir. Customer was assisted with clearing the alarm. Customer stated that he was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he had a back-up plan of lantus and novolog insulin pens.